Event description:
The customer reported that while pipetting a plate on summit an error code was generated. When the tech tried to recover from the error, the summit pipetted twice into an entire row. No death or serious injury was associated with this complaint.